Event description:
When skin graft was taken, the dermatome did not operate smoothly with result of irregular skin graft. A new dermatome and blade were used to take another skin graft from same thigh only lower site. Patient was discharged same day and per surgeon, site is healing well without scar.======================manufacturer response for zimmer air dermatome set, zimmer dermatome (per site reporter).======================no response as of this date 6/18/2013.what was the original intended procedure?on (B)(6) 2013, patient with malignant melanoma of left heel was to undergo left sartorius muscle flap, split thickness skin graft to left heel from right anterior thigh.device #1is this a laboratory device or laboratory test?no.